Event description:
Revision surgery - the pt had a post operative fall that resulted in a rotator cuff tear.

Manufacturer narrative:
The reason for this revision surgery was identified as a rotator cuff tear after 21 days of patient use. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history records shows this is the 14th complaint for this product: one due to incorrect features, three due to dislocation, one due to infection, three due to trauma, and six for stability/poor joint. This is the first complaint for this lot number. The root cause for the rotator cuff tear was most likely due to the patient falling. The information reviewed showed the product used in the surgery met all design, material, and manufacturing specifications. There are no indications of a product or process issue affecting implant safety or effectiveness.